Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The incident involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch, the reporter stated that after administering eloxatin in the shift and flushing the line with 50ml of saline, the remaining 100ml of saline was delivered at a rate of 300ml/hr. But when preparing to connect the next chemotherapy, leakage from the air vent hole of the tubing set was observed. The nurses had neither inverted nor squeezed the tubing during its use. There was patient involvement but no patient harm was reported.